Event description:
During regular follow-up, an externalized conductor was observed near the rv coil via x-ray. Change in electrical measurement was noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.